Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the left ventricular - lv lead, it was noted that the lv lead exhibited high capture threshold. The lv lead was not used and was replaced. The patient experienced no consequences.